Manufacturer narrative:
Service was not dispatched as the issue was resolved with customer technical support (cts) over the phone. The customer resolved the issue by bleaching and cleaning the manual aspiration path. There were no leaks observed after the cleaning and instrument is currently operating acceptably. As per product labeling, bci urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that blood was leaking from the coulter lh 750 analyzer's manual aspiration probe. Quality control material was being analyzed when the leak occurred and appeared that there was an obstruction in the aspiration path. No injuries occurred and medical attention was not sought. There were no reports of exposure to mucous membranes or open wounds. No change to patient treatment attributed to or connected to this complaint.